Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent could not be released. The procedure was completed with another flexima¿ biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
(B)(4). A visual evaluation found stent was bent. The guide catheter was stretched and kinked in several locations. The push catheter was bent in several locations. A functional evaluation found guide catheter started stretching at the handle as the guide catheter was pulled to deploy the stent. The device failed to deploy the stent. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. Catheters bound by kinks, as the handle was pulled, guide catheter would start stretching and the device would fail to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint.